Manufacturer narrative:
Date of event estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent a previous surgery and it was found the patient had an infection at the ipg site (reported under regulated manufacturer report number: 1627487-2020-33179) wherein a lead cut occurred to prevent infection from traveling. Date of event is unknown. As a result, the cut lead was explanted and replaced on (B)(6) 2021 to address the issue. The surgery was completed with no complications and therapy restored.